Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse did a functional system check and found no issues with the centaur xp system. The fse ran calibrators and qc, the instrument is performing within specifications and the cause of the discrepant result is unk. No further eval of the device is required.

Event description:
A discordant advia centaur xp hbs result was obtained on one (1) pt sample. The physician questioned the result and the sample was repeated on the same instrument and again on a second instrument. Both repeat (B)(6) results were negative and corrected results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant (B)(6) results.